Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: -65595201701; cruciate retaining cr-flex femoral component porous uncemented size g left with calcicoat® ceramic coating sterile product do not resterilize; 60334199, -unknown; unk articular surface; unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. It was further reported the patient had a fall and was experiencing pain and swelling. Subsequently, the patient got a total revision surgery due to a bone fracture and loosening of the tibial component. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted tibial plate with blood on the undersurface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.